Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report number: 1627487-2019-05331. Additional information received that patient underwent surgical intervention where in the both leads were explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-05331. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. X-rays indicated the leads had migrated. As a result, surgical intervention is planned to address the issue.

Event description:
Reference MFR. Report number: 1627487-2019-05331.